Manufacturer narrative:
The customer reported that the AED's asi is blank so they replaced the 9v battery and then they received an error code. Troubleshooting of the AED with the customer was performed and the service code/warning was cleared, the AED can stay in service.

Event description:
The customer reported that the AED's asi is blank so they replaced the 9v battery and then they received an error code. The customer did not report this occurred during patient use.